Manufacturer narrative:
Qc prior to the event was successful. Qc after the event failed with elevated results on level 3. Glucose re-calibration after the event failed. The last successful calibration was on (B)(4) 2010. Bci field service engineer (fse) replaced the reagent with another cartridge of the same lot and all qc and precision test met the established specifications. The root cause for this event appears to be the reagent cartridge.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously low glucose (glu) results generated by synchron lx I 725 clinical system for two patients while running in duplicates. The erroneous results were not reported out of the laboratory. Repeat tests on the same and on an alternate instrument produced higher results. There was no effect to the patients.